Event description:
Info received indicates that pump fails diode test, which is the cause of error code 13 during testing.

Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the spec. New pcb board was replaced to solve the issue. (B)(4).